Event description:
Incident reported in one plasma collection center, staff noticed a reaction on the donor's skin at the point of needle entry. Approximately 15-20 donors developed what they described as "red patch approximately 0.5cm big, directly on the puncture site, which hurt, and is easily moveable above the vein." Two kinds of reactions were noticed where most donor's had red "nodules": 1. Some cases had "red marks" in the crook of the elbow; 2. Some cases donors had a redness with a slight itch. A total of 165 patients involved in (B)(6) blood transfusion centers in (B)(6).